Manufacturer narrative:
A company representative visited the customer site and confirmed the error in the system¿s error log; however, the error could not be replicated after multiple attempts. Poor dilation is unrelated to the laser system. Multiple factors can contribute to the production of bubbles during the treatment including: patient anatomy, patient movement, improper docking or user preferred settings. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported events cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that during laser assisted cataract surgery, there were retrolenticular bubbles that caused positive pressure in the treated eye, and this caused the lens to vault forward prior to hydrodissection. After the laser portion, the pupil 'came down' (constricted). Per the proctoring surgeon, who was present during the case, the reporting doctor is still in his phase three certification as an ophthalmology resident. There was no injury to the patient and the case was completed. Additionally the proctoring surgeon reminded the reporting doctor to ensure that the eye is properly dilated with phenylephrine prior to proceeding with the laser treatment. In this particular case, the resident doctor reported that poor dilation was observed while the patient was treated with the laser. Lastly, it was reported that prior to the case, a high voltage timing error was observed during the warm up phase of the laser system, which was cleared after the laser was power cycled. Additional information has been requested.